Event description:
It was reported that the patient presented to the clinic after their lead integrity alert (lia) was triggered. The patient¿s device was interrogated and the right ventricular (rv) lead was found to have high impedance, oversensing, noise, increasing impedance, high rate non-sustained episodes, high impedance on the low-voltage portion of the lead, short v-v episodes, and a possible fracture. The rv lead alerts and detection were turned off and a lead replacement was scheduled for a few days later. The rv lead was eventually capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted: (B)(6)2008. (B)(4).

Manufacturer narrative:
The lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the right ventricular lead integrity alert triggered, and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Beginning (B)(6) 2015, there were 31 ventricular sics and high rate non-sustained episodes with evidence of lead noise oversensing. On (B)(6) 2015, rv pacing impedance spiked to 4047 ohms up from a variable trend of 342-1463 ohms, beginning (B)(6) 2013. The initial spike in impedance, 1121 ohms, can be seen during the week ending on (B)(6) 2014. The rv lead integrity warning occurred on (B)(6) 2014 for sic greater than or equal to 30 in 3 days and rv lead impedance variation in last 60 days.